Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 3.2 was failed and not detected on bus. A field service engineer (fse) identified that the row board connector at the back of the station was loose and secured the connection. The fse verified normal operation by performing testing through the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed, and the device was not detected on the bus. Users were unable to retrieve medications. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.